Manufacturer narrative:
(B)(4). Batch#: unk. Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows an apparently sterile package of a cartridge. The second photo shows a package of a cartridge code ecr60w lot: 103a24. (Exp. Date: 2025-12-31), with apparently damage in the tyvek. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number: 103a24, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Which portion of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Tyvek. 2. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Broken. 3. Did the damage of the primary packaging compromise the sterility of the device? Yes.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.